Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the clinician received an unintended delivery of energy. Complainant indicated the clinician felt a sensation in finger and arm and a feeling of weight in the chest. The clinician visited the emergency room immediately after the incident. They took an ECG and cardiac labs. No abnormalities were found. However, the clinician continued to feel weight in the chest and went back to the emergency room after the shift was over. No abnormalities were found. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing and electrical testing without duplicating the report. The device was recertified and returned to the customer. Review of the log showed six successful discharges into similar patient impedances. No device faults identified in the log. No trend is associated with reports of this type.